Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular lead oversensing the t-wave. The settings for the lead were reprogrammed and the lead is still in use. No further patient complications were reported as a result of this event.